Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome depth gauge changed during use. There was no harm or delay reported an alternate device was available to complete the procedure. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that during surgery the dermatome depth gauge changed during use. It is unknow if there was patient impact, delay, or intervention. An alternate device was available to complete the procedure. No additional information available is indicated. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.